Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker¿s battery was suspected to be depleting prematurely. In addition, during a routine device check this pacemaker initially exhibited less than six months remaining longevity which suddenly increased to 2 years. The device had a magnet rate of 90 pulses per minute (ppm). Boston scientific technical services (ts) and the field representative discussed the factors that could affect the longevity estimate including programming changes made during the follow up session and it was concluded that the initial longevity estimate was due to a one off high threshold measurement. On the other hand, the sudden increase was thought to be due to the field representative resetting the counters without doing an impedance test. Ts also advised increased follow up as the device was already at elective replacement near (ern). Upon further investigation, the field representative confirmed that there was no allegation made by the physician against the device. Subsequent information reported that the device was explanted and will be returned due to suspected pbd. The pacemaker was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device never triggered a replacement indicator while implanted. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups.